Event description:
It was reported that the patient's child called to report that the patient's pacemaker was low on battery and the device "died" during the replacement surgery. A follow up with a healthcare professional was not possible. The device was removed and a new device was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).